Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead implant procedure, prior and post screwing the lead, high, out of range, low voltage lead impedance issue was observed on the lead. Additionally, there was high capture threshold issue on the lead as well in various positions. Lead was explanted and a new lead was implanted. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.